Manufacturer narrative:
The customer¿s report of the infusion completing faster than expected was not confirmed. The pcu event log showed that on (B)(6) 2015 1:37am-1:42am, cefazolin concentration 3gram/150ml was programmed as a secondary infusion to infuse at a calculated rate of 300ml/hr and a calculated vtbi of 100ml (with the primary infusion noted as a basic infusion of an unknown drug initially programmed to infuse at a rate of 100ml/h with a vtbi of 920ml on (B)(6) 2015 10:27pm). Six minutes later, the pump module device's channel off key was pressed which powered off the pcu. It is unknown what may have occurred with the fluid within both the primary and secondary infusion bags. The log review could only determine how much fluid the device recorded as being delivered (~251ml from the primary bag; and ~210ml from the secondary bag). The root cause of the customer¿s report of the infusion completing faster than expected was not identified. The device, infusion sets, and infusion bags were not returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
Customer reported ancef 2g ancef was ordered at 2139 for post op infection prophylaxis. The infusion was programmed at 10:30 pm, set correctly for secondary line; however, "primary fluids infusing at rate of 300 cc/hr instead of primary ivf." No patient harm reported.